Manufacturer narrative:
Event date is an approximation only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient is seeing elective indicator removal (eri). The meaning of this was reviewed with the patient. The patient thought their device would last for four years. No further complications were reported. No patient symptoms were reported.